Event description:
It was reported that the pulse generator exhibited backup vvi operation after being exposed to electrocautery. The patient experienced phrenic nerve stimulation. After a software download, the device functioned normally and the issue of phrenic nerve stimulation was resolved. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.